Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had depleted batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The stm noted during a previously scheduled pm that the batteries were depleted. They were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had depleted batteries. There was no patient involvement, and no adverse event reported.